Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of non-sustained right ventricular oversensing due to crosstalk. Programming changes were recommended. No further information is available.